Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriate delivered a shock due to noisy signals oversensing. An electrode to header connection issue is suspected and an xray was performed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriate delivered a shock due to noisy signals oversensing. An electrode to header connection issue is suspected and an xray was performed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriate delivered a shock due to noisy signals oversensing. An electrode to header connection issue is suspected and an xray was performed. This s-ICD remains in service. No adverse patient effects were reported.